Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had product performance issue. Additional information received indicates that the field representative validated that the system was explanted due to infection. No additional adverse patient effects were reported. The rv lead was explanted.